Event description:
Straps broke off of 3m n95 masks twice 3m, lot# a21335 exposed to airborne pathogens for around 1hr. E-mailed incident to 3m only to receive reply casually addressing me by first name and offering replacement product. FDA safety report ID# (B)(4).